Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the iliac artery dissection could not be determined based on the information provided. However, the cause of the patients ultimate demise may have been in part due to patient/site factors (no transfusion due to religious beliefs, site did not have the needed equipment (stents).the reported events were unable to be confirmed as no imagery was provided and no device was returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per event description, during balloon mounting into the valve, the physician was noted to have loaded the balloon too far into the valve.the training manual stated, do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. It is possible that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was overly dialed, which may have caused the valve to jump over the pumpkin head and past the marker as reported.as such, available information suggests that use error (over-rotation of fine adjust) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is underway. H3 other text : not returned.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 23mm sapien 3 ultra valve in the aortic position. During commander delivery system balloon mounting into the valve, the physician was noted to have loaded the balloon too far into the valve. A second set of devices were prepped. The valve and delivery system were withdrawal into the sheath and everything was removed together. The patients pressure dropped significantly. Angiography of the right iliofemoral arteries showed a significant iliac perforation. Labs showed a drop in hemoglobin from 14 to 4. Intervention was performed using a covered stent. This did not fully seal the perforation. It was then noted the site did not have any additional stents. Not allowed to give the patient blood due to religious reasons. Her pressure was treated for a couple hours as waited for additional covered stents to arrive. Two additional covered stents were placed to seal off the perforation. The patient was then transferred to ICU. The patient expired 1 day post op.